Event description:
The customer reported that the mrx failed to recognize the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the mrx failed to recognize the battery. There was not report of pt involvement. On (B)(6) 2011, philips supplies sent the customer a new battery. As of (B)(6) 2011, there have been no further reports from this customer site regarding this issue. We will consider replacing the battery resolved the failure.